Manufacturer narrative:
Health effect - clinical code: 3261 multiple organ dysfunction syndrome. Health effect - clinical code: 4846 bacteremia. Manufacturer's investigation conclusion a specific cause for the patient's infection and septic shock could not be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. The patient¿s outcome was reportedly not considered to be device or therapy related. The device operated as expected and was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists death, infection, sepsis, and various forms of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a vancomycin-resistant enterococcus bacteremia infection. The source of the infection was not identified, but the patient had a high white blood cell count and required vasopressors. The patient ultimately developed septic shock and multi-system organ failure, and passed away on (B)(6) 2023.